Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she is in constant contact with her doctor and has been working to get her high blood glucose under control. Customer's current blood glucose is 273 mg/dl. Customer was in the hospital for heart failure and her blood glucose went as high as 415 mg/dl. Customer treated with a bolus of about 19 units. Customer was neither in the emergency room nor admitted into the hospital as a result of high blood glucose. Customer does not want to do a high pressure test as she stated that the pump already alarms her no delivery if she has any issues.